Event description:
A hospital in (B)(6) reported via a distributor that an rt225 infant bias flow breathing circuit did not pass the leak test on a newport e360 ventilator.the leak test was carried out prior to patient use.

Event description:
A hospital in (B)(6) reported via a distributor that an rt225 infant bias flow breathing circuit did not pass the leak test on a newport e360 ventilator. The leak test was carried out prior to patient use.

Manufacturer narrative:
(B)(4). The complaint device is currently en route to fisher & paykel healthcare for evaluation. We will provide a follow-up report upon receipt of the device and completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the returned breathing circuit was pressure tested and submerged in a water bath to test for leaks. Results: a leak was found at the swivel connector of the breathing circuit. A lot check revealed no other complaints of this nature for lot number 100324. Conclusion: all breathing circuits are pressure tested for leaks during production and those that fail are rejected. This suggests that the leak developed post-production, possibly during transport. A leak in the breathing circuit is usually detected by an alarm on the ventilator. The user instructions that accompany the device state the following warnings: check all connections are tight before use; set appropriate ventilator alarms. (B)(4).